Event description:
It was reported that patient underwent a hip fracture procedure utilizing a femoral nail on (B)(6)2014. Subsequently, patient was revised on (B)(6) 2015 due to nail fracture caused by non-union. Patient retained a distal piece of the nail. The nail, lag and cortical screw were removed and a longer nail was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects states, "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."